Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Problem reported: saw was reported to stutter during resections. Surgeon unable to make cuts with saw. Surgeon used a manual saw to complete the surgery. Distal cut was considered unbearable. When was the issue observed: during surgery troubleshooting: surgeon attempted to start saw of off the bone prior to making cut with no success. Saw continues to stutter while trying to make the cuts. Fse dispatched with parts. Patient involvement? Yes. Were there reports of injuries, medical intervention or prolonged hospitalization? No are patient treatments delayed or cancelled? No. Next day of surgery: (B)(6) 2022. All information has been disclosed. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was received indicating that "there was no issue with the saw blade" depuy synthes joint reconstruction now considered this event to be not related to a product problem relating to the saw blade. Further updates will only be provided if additional information is received that changes the regulatory determination.